Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited far field r wave oversensing leading to inappropriate automatic mode switching. Programming changes were suggested. No intervention was performed. No further information was available.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented on (B)(6) 2019 and the device was reprogrammed. The patient was asymptomatic throughout.